Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 294 mg/dl after removing the infusion site earlier that day due to a hypoglycemia episode and expressing reluctance to place a new infusion site before an MRI. Symptoms included high blood glucose. Outcomes included user education and troubleshooting support. Investigation included a review of the event history and user report. Investigation of this case revealed no device malfunction identified and that the event occurred while the infusion site was not in place. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.